Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's carbon dioxide channel was blocked during preparation for a colonoscopy procedure. The procedure was completed with a 10 minutes delay using another scope. There was no report of patient harm. The device was returned, evaluated, and black particles were found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the black particles found inside the nozzle, other evaluation findings are as follows: the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the water removal ability did not meet the standard value due to clogging of the nozzle; the bending angles in the up/down directions did not meet the standard value due to wear of the angle wire; the bending angle in the up direction did not meet the standard value also due to deformation of the upward/downward knob; the light guide lens was chipped; the plastic distal end cover was scratched; the adhesive on the bending section cover was worn; the universal cord had buckling; the image guide protector had a cut; and the label on the suction connect was peeled. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, but not sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air, but they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.